Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed the lead screw test. The pressure test could not be performed due to the lack of clamp. It was stated that the customer changed the infusion get when the high bgs started but they ended up with high bgs anyway. Instructed the customer to change the entire set once they out of the hospital.